Event description:
It was reported that during a percutaneous drainage procedure the suture broke. The user reported that during use of a flexima drainage catheter, the suture became "doubled" or "broken".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).